Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova field service representative in charge tried to replace distribution board with a new one but patient pump 1 started smoking. Therefore, both distribution board and patient pump 1 were replaced and all worked properly. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message (e17 code) associated to patient circuit 1 pump that uses too much power. The issue occurred during maintenance activity. There was no patient involvement.

Manufacturer narrative:
H11 machine service history review revealed that no other similar incidents occurred since unit installation in 2012, nor a concerning trend has been identified. Based on the above findings, complained issue was traced back to a failure of the replaced components. Likely, patient pump 1 was mechanically blocked due to corroded/rusted bearing which did not allow the motor to rotate freely and required a pump power overload to work, leading to an overcurrent that ultimately caused electrical damage to the board. Possible causes of corrosion are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.